Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished.

Event description:
It was reported that while the ventilator was connected to a patient two technical error codes were generated. One code indicated disable valves and the other an internal memory error. There was no harm to the patient. (B)(4).